Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited varying impedance measurements and failed to capture. The rv lead was capped and replaced. No additional adverse patient effects were reported.